Event description:
It was reported that during the device check the programming head slipped off the patient. The patient had a syncopal episode. The device is still in use. It was later reported the device reached elective replacement indicator (eri) and was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Event description:
It was reported that during the device check the programming head slipped off the patient. The patient had a syncopal episode. The device is still in use. No further patient complications have been reported as a result of this event.